Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the atrial pacing lead was beyond the expected lower range and the atrial pacing capture threshold was elevated. (B)(4).

Event description:
It was reported that the patient's epicardial right atrial (ra) lead had low impedance and chronic high thresholds which triggered an atrial lead warning. Atrial lead impedance, while low, has been stable. The physician is going to monitor the lead, but no intervention was performed. No patient complications have been reported as a result of this event.